Event description:
Additional information was received from the healthcare provider (hcp). Patient weight and serial number of the external neurostimulator (ens) were known. Cause of the loss of stimulation and the "settings unavailable" screen was not determined. Loss of stimulation and the "settings unavailable" screen was not resolved. It was also reported that the patient has had a history of overactive bladder with urinary urgency, frequency, and incontinence. Patient has a long history of urinary retention. During the trial, the patient did not see a significant improvement with their urinary retention, overactive bladder, or urge incontinence. Hcp reported the patient had a history of recurrent urinary tract infections. The leads were removed and the hcp doesn't think the patient is a good candidate for full implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an external neurostimulator (ens). Patient reported loss of stimulation. Patient felt the need to void and tried several times without success. Patient received a "settings not available" on their controller after attempting to turn stimulation past 2.0v. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.